Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was suspected of having peritonitis due to drain complications. Follow-up with the patient confirmed she was diagnosed with peritonitis on (B)(6) 2023 and is currently being treated with two intraperitoneal antibiotics (drugs, dosages, frequency, or durations unknown). The patient stated the cause of the peritonitis has not been determined as she practices good aseptic technique. The patient reported the drain complications have improved, and she continues to utilize the same liberty select cycler without issue. Attempts to obtain additional clinical information from the patient¿s pd registered nurse were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which required antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality could not firmly be established. However, the patient reported she continues to utilize the same liberty select cycler without any reported issue(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was suspected of having peritonitis due to drain complications. Follow-up with the patient confirmed she was diagnosed with peritonitis on (B)(6) 2023 and is currently being treated with two intraperitoneal antibiotics (drugs, dosages, frequency, or durations unknown). The patient stated the cause of the peritonitis has not been determined as she practices good aseptic technique. The patient reported the drain complications have improved, and she continues to utilize the same liberty select cycler without issue. Attempts to obtain additional clinical information from the patient¿s pd registered nurse were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.